Event description:
It was reported that the user received a ¿connect cgm or dosing will stop¿ alert on an ilet system using dexcom g7, after which the cgm sensor reconnected during the call and glucose readings resumed, consistent with a transient signal loss where the responsible device was not identified and troubleshooting and education were completed. Symptoms included none reported. Outcomes included no clinical impact and no care escalation. Investigation included remote review and phone-based troubleshooting and education. Investigation of this case revealed a temporary cgm communication interruption with subsequent automatic recovery, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication disruption.